Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm. Device received with cracked belt clip slot, cracked battery tube threads, missing end cap sticker, missing address or serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system. Customer stated insulin pump stuck on rewind and kept getting alarm. Customer stated they received alarms during fill tubing. The drive support cap was normal. The customer reported that the compromised force sensor system was due to the force sensor was no longer detecting reservoir during seating. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.